Manufacturer narrative:
(B)(4). Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the surgical procedure, treatment with medication and hospitalization appears to be related to the circumstances of the patient effect (hypersensitivity). There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Subsequent to the initial medwatch report the following new information was received: the patient confirmed that she is allergic to chromium and manganese. The stent was surgically explanted /removed from the patient on (B)(6) 2018. The hot burning rash is gone. The itching has decreased to more of a topical itch and although annoying, it is manageable. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that a 6.0 x 18 mm herculink elite stent was implanted in the superior mesenteric artery. Three to four days after stent implantation the patient's hands started itching and within two weeks a rash developed over the upper body and arms, which has now spread to the head. The patient's plavix was changed as well as the blood pressure medication. The patient was put on prednisone to treat the rash; however, while the rash calmed down it did not go away. No additional information was provided.